Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the dermatome only harvested skin on the edges of the blade, resulting in an incomplete graft. There was an additional skin graft attempted to be obtained. The second attempt failed as well. The procedure was aborted. Diligence is in process. No additional information has been received. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, d10, e1, e3, g3, g6, h2, h11. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Due diligence is complete and no additional information is available.

Event description:
There is no additional information available regarding this event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record identified the following related repair: tech confirmed that the unit's control bar was not in the correct position and they adjusted it. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.